Event description:
It was reported that while using night aligners, the patient not fit in mouth feels way too small" cust also checked 'true' to for perio disease and jaw discomfort.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.